Manufacturer narrative:
Pc-(B)(4). Batch # p94j88. Investigation summary: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test handpiece and tested on a gen11. The generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. Therefore the "unexpected ready to pre run" could not be confirmed as reported by the customer the device was then connected to the eeprom reader and the eeprom was found to be corrupted (instrument eeprom read "verification mismatch"). The device was disassembled to inspect the internal components and no anomalies were noted. It is possible that the issue encountered was due to the hp054 handpiece contacts being dirty. It is recommended that the handpiece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. Possible causes of the clamp arm detachment are not closing the clamp when introducing or removing through the trocar or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the scalpel passed first pre-run test. After working several minutes, the scalpel was required to pre-run by the system again. Changed to another one to complete procedure. There was no report on patient injury.